Event description:
A report was received that the patient, who had been recently implanted, experienced pain and clear to yellow fluid draining from the lead incision site. It was determined that the patient had picked up a heavy object too soon that caused the site to open up. Infection was confirmed and believed to be procedure related. The physician cleaned the site with an antibiotic. It was also known that the patient applied neosporin to the site causing aggravation, and the physician believed that the yellow drainage was due to the allergic reaction with neosporin. The patient underwent a revision procedure and did well postoperatively.

Manufacturer narrative:
(B)(6) 2013. Additional suspect medical device component involved in the event: model #: sc-8216-50 serial # (B)(4), description: artisan surgical lead, 50cm.